Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2024 and the pain began on (B)(6) 2024. The pain was described as excruciating , radiating down the arm. The patient visited hcp who performed an ultrasound and an x-ray. No abnormalities were found and there was no inflammation. Anti-inflammatory medication was prescribed to alleviate the symptoms. The patient has continued to use the eversense cgm system and has not reported any further issues. This incident does not require further investigation.

Event description:
Senseonics was made aware of an incident where patient reported pain at the insertion site, first noticed on (B)(6) 2024. The sensor was inserted one days before on (B)(6) 2024. The patient consulted hcp who prescribed anti-inflammatory medication. At the time of reporting this incident, the patient was using the system.